Event description:
Boston scientific received information that this device was returned with no additional information. There were no known allegations or complaints against the device's operation, functionality or longevity. Additional information was received stating that this device was explanted due to normal battery depletion. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis shows that this device had shortened eri to eol; this may be an indication of an out of specification condition. The investigation will be updated should further information be provided after additional analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that end of life (eol) was declared following a single charge time greater than 30 seconds. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. However, eol was reached earlier than expected due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.